Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon catheter was used as an accessory device for the endovascular treatment of a patient. The reliant was used to balloon a non-medtronic stent graft which had an unknown type of endoleak.   It was reported that during the procedure, ballooning was performed as usual, however the endoleak persisted. When pressure was applied to the balloon again, the balloon ruptured. It was reported that the balloon capacity was as usual. Another reliant balloon was then opened and used to successfully complete the procedure. Per the physician the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.